Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the middle third of a slightly to moderately tortuous and moderately to severely calcified vessel. A 6f non-boston scientific guide catheter was placed. A 330cm rotawire and wireclip torquer and a 1.25mm rotablator rotalink plus were selected for use. The procedure began with positioning the rotawire in the distal lesion and advancing the rotalink plus without using the dynaglide. The burr did not come out the tip of the guide catheter. Dynaglide and pushing maneuvers were done several times but the rotawire began moving away from its distal position. The burr and rotawire had to be removed together and were removed without the aid of dynaglide. An attempt was made to reposition the system by removing the rotawire from the advancer, however, the wire did not come out. As attempts were made to remove the wire, the burr was bent but the wire did not move. The decision was made to reschedule the procedure. There were no patient complications.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the middle third of a slightly to moderately tortuous and moderately to severely calcified vessel. A 6f non-boston scientific guide catheter was placed. A 330cm rotawire and wireclip torquer and a 1.25mm rotablator rotalink plus were selected for use. The procedure began with positioning the rotawire in the distal lesion and advancing the rotalink plus without using the dynaglide. The burr did not come out the tip of the guide catheter. Dynaglide and pushing maneuvers were done several times but the rotawire began moving away from its distal position. The burr and rotawire had to be removed together and were removed without the aid of dynaglide. An attempt was made to reposition the system by removing the rotawire from the advancer, however, the wire did not come out. As attempts were made to remove the wire, the burr was bent but the wire did not move. The decision was made to reschedule the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The media provided by the customer only shows a partial device and does not show any evidence of the reported issues. Based on the evidence, the as reported code of "guidewire burr stuck on wire, guidewire difficult to track over wire" cannot be confirmed.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the middle third of a slightly to moderately tortuous and moderately to severely calcified vessel. A 6f non-boston scientific guide catheter was placed. A 330cm rotawire and wireclip torquer and a 1.25mm rotablator rotalink plus were selected for use. The procedure began with positioning the rotawire in the distal lesion and advancing the rotalink plus without using the dynaglide. The burr did not come out the tip of the guide catheter. Dynaglide and pushing maneuvers were done several times but the rotawire began moving away from its distal position. The burr and rotawire had to be removed together and were removed without the aid of dynaglide. An attempt was made to reposition the system by removing the rotawire from the advancer, however, the wire did not come out. As attempts were made to remove the wire, the burr was bent but the wire did not move. The decision was made to reschedule the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the device showed there were numerous kinks and bends to the wire. The wire was returned frozen within the rotalink burr catheter due to a stretched coil and was not retrievable. An additional photo depicted a portion of the sheath to the rotalink burr catheter which was damaged/bent. The damages present can prevent wire movement or resistance during advancement or removal. Additionally, the media attached aligns to the damages found in product analysis.